Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic roux-en-y bypass procedure. The stapling device was being applied to the gastric pouch. The reload was fired over the gastric tissue by the powered stapling handle and the I-beam was fully retracted, but would not open. In order to resolve the issue and complete the case, the xl robot grasper arms were required to open the jaws of the reload after firing and retraction of the I-beam. There was no patient harm. The patient outcome is alive, no injury.